Event description:
The initial reporter received questionable a1c-2 tina-quant hemoglobin a1c gen.2 results for one patient tested on a cobas c 513 analyzer. The patient's initial result was reported outside the laboratory. The patient questioned the reported result. The customer performed repeat testing with the patient's sample. On (B)(6) 2022, the patient's initial hba1c result was 12.2%. On (B)(6) 2022, the patient's repeat hba1c results were 5.42% and 5.42%. The hba1c reagent lot number was 568656 with an expiration date requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service engineer performed preventative maintenance and replaced a sample probe. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.